Event description:
It was reported that customer experienced cgm error and had failed sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance, confirmed error did not return after reset, and planned to start new cgm session independently, with no further actions noted.